Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple inaccurate fill estimates were received. Customer's blood glucose level ranged between 486-487 mg/dl. The cartridge was reloaded to address the issue.